Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4): will not be returned to manufacturer.

Event description:
On (B)(6) 2013, brother reported the patient was hospitalized due to an infection in his leg that caused diabetic ketoacidosis. He reported the patient did not eat for about 3 days before the event. He does not know how long the patient had the infection or hyperglycemia before he was hospitalized on (B)(6) 2013. Patient received treatment for diabetic ketoacidosis, and that was resolved within a day. Patient was still hospitalized for the infection at the time of the report, and he was being treated with IV antibiotic and pain medication. His blood glucose had returned to a normal range of 128-160 mg/dl. No allegations were made against the infusion device or related products, and no product will be returned for evaluation. No additional information was provided.